Event description:
It was reported that the catheter was difficult to remove through a 6fr introducer sheath after a declot of an arm graft (off-label use). The procedure was completed when the reported incident occurred. The catheter and introducer were removed with no further complications being reported.